Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 172 mg/dl. The customer was not wearing the insulin pump during the hospitalization. The customer stated that they received multiple errors on the insulin pump and without power. The customer was advised to discontinue the use of the insulin pump. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.